Event description:
It was reported that shaft break occurred. The 3mm x 20mm x 144cm coyote es balloon catheter was advanced to the target lesion, however, the shaft of the catheter broke in half. The balloon catheter, the unspecified guide wire and the unspecified sheath were removed completely together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Upn, upn-search corrected from h74939135302010 to h74939135204010. Catalog/model # corrected from 39135-30201 to 39135-20401. Initial reporter sent to FDA corrected from no to yes. Device returned to MFR corrected from no to yes. Type of reportable event corrected from malfunction to serious injury.

Event description:
It was further reported via voluntary medwatch (B)(4) that the balloon was being advanced into the sheath in the right groin. The shaft of the balloon broke inside the hub of the sheath while attempting to do a peripheral angioplasty. The sheath was replaced in the vessel and then the physician proceeded to the lesion. There was no harm to the patient and the procedure was successfully completed.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with a coyote es shelf box. The batch number on the packaging and device matched the batch number for this complaint. The catheter was returned in three (3) pieces. The catheter was inspected tactilely and under magnification. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly wrapped and the distal tip was damaged. The shaft was kinked 17.5cm and 37cm from the distal tip. There were multiple hypotube kinks and the hypotube was broken in two places; 30cm from the strain relief, and 42cm from the strain relief. There was a 12cm long section of the hypotube separated from the catheter and the remainder of the distal section of the catheter including the shaft, balloon, and distal tip was 101cm long. The hypotube fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to the target lesion, however, the shaft of the catheter broke in half. The balloon catheter, the unspecified guide wire and the unspecified sheath were removed completely together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).